Event description:
It was reported that patient presented in clinic. It was noted that pacemaker was not able to be interrogated using radio frequency (rf) telemetry and there was no magnet response. No intervention was performed. There were no patient consequences.